Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s screen bezel split after the user rolled over on the device during sleep, exposing internal components while the device continued to function; the user was advised to revert to backup therapy, and a replacement ilet was shipped with instructions to shut down the device and return it, as data would not transfer to the replacement. Symptoms included no reported changes in blood glucose. Outcomes included no alerts or alarms, continued cgm use, and no medical intervention or hospitalization. Investigation included review of the event details and user education on backup therapy, device shutdown, data syncing, and return logistics. Investigation of this case revealed a hardware enclosure failure consistent with screen bezel separation while the internal electronics remained operational. It was concluded, based on previously established findings for similar reports, that the cause was mechanical stress and physical damage unrelated to device software or control performance.